Manufacturer narrative:
A definitive root cause could not be determined. Based on the results of the investigation, the most likely cause of the e315 error message was a electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the colonovideoscope displayed an e315 unsupported scope error message. There was no patient involvement.